Event description:
Vague report of a pump being set at 10 ml/hr. After 24 hrs, the bag should have had 20 mls left, but the bag had 100 mls remaining. No add'l clinical info could be obtained. No pt info could be obtained. The nurse reported that the solution may have been kcl in a 1000 ml bag and there was no pt injury.

Manufacturer narrative:
Section f completed by the MFR based on info received from the reporter. Evaluation summary: the infusion pump was tested for flow accuracy at 125 ml/hr and 10 ml/hr. The results were within specification.